Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received in decontaminated condition without its original packaging. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. No abnormalities were detected during visual inspection. During the functional testing, the sample successfully passed; thus, the failure mode was not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. E4 was unknown.

Event description:
It was reported that at that end of the infusion there was 50 milliliters remaining in the medication bag, resulting in under delivery. No patient injury was reported.